Manufacturer narrative:
Baxter technical support contacted the customer three additional times trying to obtain the device retuned to complete the investigation. The customer has been unresponsive despite multiple attempts. However, the ventilator was exchanged upon initial home visit of the respiratory trainer to resolve the reported event. If any additional relevant information is received, the complaint will be reassessed, and the event will be categorized accordingly.

Event description:
It was reported that when the life2000 device is help upright and vertical, the nasal interface comes off. The patient stated the device does not assist with his breath initiation. This only occurs when the device is held upright; everything is fine if the device is sitting stationary. Per the patient, the device did not provide any audible or visual alerts. The patient changed the interface and the problem persisted. Additionally, when the patient is changing activity levels, his oxygen level seems to fall when he places the life2000 in high activity/walking mode. It was not reported if the patient used a pulse oximeter to confirm his spo2 and no medical intervention was required. The patient is a 77-year-old male with a medical history of copd and chronic respiratory failure. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that when the life2000 device is help upright and vertical, the nasal interface comes off. The patient stated the device does not assist with his breath initiation. This only occurs when the device is held upright; everything is fine if the device is sitting stationary. Per the patient, the device did not provide any audible or visual alerts. The patient changed the interface and the problem persisted. Additionally, when the patient is changing activity levels, his oxygen level ¿seems¿ to fall when he places the life2000 in high activity/walking mode. It was not reported if the patient used a pulse oximeter to confirm his spo2 and no medical intervention was required. The patient is a 77-year-old male with a medical history of copd and chronic respiratory failure. A respiratory trainer performed a home visit and upon arrival to the patient¿s home, the trainer found the combo hose connection to the ventilator was loose. The ventilator was exchanged, and the new device worked correctly. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level ¿seemed¿ to fall, and no accompanying symptoms were reported. There was no indication the event was life threatening, and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur. The ultimate cause of the desaturation event is undetermined. An inspection of the device is pending, and a malfunction cannot be ruled out at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that when the life2000 device is help upright and vertical, the nasal interface comes off. The patient stated the device does not assist with his breath initiation. This only occurs when the device is held upright; everything is fine if the device is sitting stationary. Per the patient, the device did not provide any audible or visual alerts. The patient changed the interface and the problem persisted. Additionally, when the patient is changing activity levels, his oxygen level ¿seems¿ to fall when he places the life2000 in high activity/walking mode. It was not reported if the patient used a pulse oximeter to confirm his spo2 and no medical intervention was required. The patient is a 77-year-old male with a medical history of copd and chronic respiratory failure. This report was filed in our complaint handling system as complaint #(B)(4).